Event description:
It was reported that the outer sheath was separated. During a percutaneous intervention, an opticross was inserted to the body to view the 75% stenosed, mildly tortuous and calcified unspecified target lesion. The physician attempted to flush the catheter, but failed. He then checked the device and confirmed that the outer shaft which was located outside the body was separated. The procedure was completed with another with same device. No patient complication was reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).